Event description:
It was reported that bradycardia and complete atrioventricular (av) block occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. Access was gained through a right transfemoral approach. Balloon aortic valvuloplasty(bav) using a 20mm non- bsc balloon was performed, according to the instructions for use(IFU). After pre-dilatation was performed, the electrocardiogram(ECG) waveform changed to pacing waveform. At this time, back up pacing was running at 60 beats per minute, and the heart rate was 61bpm. Complete av block was noted at the time bav was performed and was continuous throughout the procedure. During the lotus edge valve deployment, partial resheath was performed twice, and a full resheath was performed once, due to incomplete frame separation. The lower end of the valve was finally placed in a position 5 to 6mm lower than the annulus line. When pacing was turned off after the valve was released, heart rate(hr) dropped to 30bpm, so the patient returned to their room with temporary pacing. Hemodynamics were stable at hr of 72bpm (pacing), and arterial blood pressure (abp) of 124/39/64. The physician noted that they believed that the av block was caused by pre-bav and progressive cardiac conduction defect (pccd) upon valve implant. A permanent pacemaker was implanted one day post index procedure to treat the conduction disturbance.